Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent delivery system (sds) was advanced, but after several attempts, the sds could not cross the lesion. During removal, the stent dislodged from the sds in the mid area of the guiding catheter. The guiding catheter was removed with the stent. A new 3.0 x 18 mm xience v stent was implanted successfully. It was noted that after the procedure, the technician attempted to reload and crimp the stent back onto the sds for shipment back to the manufacturer. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, inflation: medtronic, guide cath: cordis, sheath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.